Event description:
It was reported that the ventilator generated a restart ventilator alarm during startup. It was also reported that the ventilator printed circuit boards were not properly attached due to a broken support bracket. There was no pt involvement. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).